Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an extrusion. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced skin breakdown around the implant site followed by skin flap necrosis. Subsequently, the patient was treated with oral, topical and IV antibiotics (specific date and duration not reported).